Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the battery power wire harness and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer sent their device to physio-control for cosmetic repairs. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device would not power on when a battery was installed in well #2.

Manufacturer narrative:
The customer sent their device to physio-control for cosmetic repairs. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device would not power on when a battery was installed in well #2.

Event description:
The customer sent their device to physio-control for cosmetic repairs. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device would not power on when a battery was installed in well #1.